Event description:
It was reported that patient presented remotely via merlin.net. The atrial lead exhibited noise oversensing noise concurrently with an intermittent far r-wave oversensing. No intervention or procedure was reported. The patient had no consequences.

Manufacturer narrative:
Further information was requested but not yet received.